Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced urinary problems, recurrent urinary tract infections, dyspareunia, abdominal and pelvic pain. All other information is unknown and unavailable.